Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the physician noted a previously fractured right ventricular(rv) lead that had been capped. No intervention has been performed. The patient was stable with no consequences. Further information is not available.